Manufacturer narrative:
Based on the claim against the product by the customer noting the fenestrated bipolar forceps had grip issues and broke, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a broken main tube related to the customer reported complaint. A piece measuring approximately. 056¿ x .05 was not returned with the fenestrated bipolar forceps. The fenestrated bipolar forceps instrument was broken at the distal end causing the trocar to not release. Damage during use may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards leading to cracking and subsequent breakage. The complaint regarding the fenestrated bipolar forceps had grip failure issues was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. The probable root cause is attributed to mishandling and misuse. When the tips of the instrument grips are misaligned/bent, this issue would be visually detectable. Furthermore, a loss of cautery would be detected with a lack of tissue effect at the end effector. Grip bending is related to the application of torque relative to the opening of the instrument grips. High loading of the tip with the grips open can cause damage to the grips, with longer grips being more susceptible to failure. This complaint is considered a reportable event due to the following conclusion: failure analysis acknowledges that a fragment was missing from a portion of the device that enters the patient (distal end). Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the fenestrated bipolar forceps had grip failure issues. Also, the fenestrated bipolar forceps had broken and was difficult to remove from the trocar. The procedure was completing as planned with no reported injury. Intuitive surgical inc. (Isi) followed up with the customer and could not provide additional information.